Event description:
It was reported that the patient experienced bacteremia three times in six months and the source of the infection was unknown. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed there was no issue identified that required full analysis.